Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015- 01523 / 01524).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2015 due to pain and suspected metal on metal issues. During the procedure, a pseudotumor was noted. The modular head and acetabular cup were removed and replaced.